Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the posterior haptic was noticed to be bent in two places upon exiting the injector into the capsular bag. The posterior capsular bag was ruptured and the lens dislocated. A vitrectomy was performed and the lens was exchanged. This report refers to the patient's right eye. Reference MDR# 1119279-2014-00212 for the inserter used during the event.